Manufacturer narrative:
The date of initial implantation was not reported. This report is submitted on november 15, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient developed chronic pain post implantation surgery. Treatment with steroids was unsuccessful and subsequently, the device was explanted on (B)(6) 2017. The patient was not reimplanted with another device, per the patient's request.